Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in a mode switch. All measurement were confirmed to be within normal limits. This lead was tested in clinic with manipulation. The lead sensitivity was reprogrammed back to the nomial setting. A lead revision will be considered at a future date, however currently remains in service. No adverse patient effects were reported.